Manufacturer narrative:
Initial and final MDR (B)(4) MDR device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 25 may 2024, it was reported by the patient that two infusion set was fell off within less than days of use. Patient bg level was found to be high. No further information available.